Event description:
It was reported that during an unknown procedure, scissoring occurred from the 2nd firing though the 1st clip was formed properly. The device was not fired on something hard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 2nd firing. What vessel or structure was the device fired on at the time of the event? No information. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. In addition, several scissor clips were received along the device. It is possible that, if the clip is ejected only on one side of the jaw, and the device is fired out, that the clip will scissor as the returned samples. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. A batch record review was performed and no anomalies were found during the manufacturing process.